Event description:
Follow up with hcp revealed dye study had been done with no evidence of a "kink". Patient had experienced one episode of withdrawal due to a change of medication and pump residual refill volume was less than 2 ml resulting in withdrawal symptoms. Patient promptly reported to the ER, received treatment and recovered. Patient given oral narcotic prescription in the event pain would reappear. Patient had not reported other incidents of withdrawal or illnesses associated with pump function to hcp. Patient complained of being tired, had sweating and sleep apnea. Patient was referred to cardiologist for evaluation of latter two symptoms. Patient requesting explant of pump system - was referred to surgeon who removed pump. Catheter returned clear csf at explant and pump was functioning with appropriate residuals and programming at time of explant. Devices have not been returned to manufacturer for analysis to date.